Event description:
It was reported that the patient presented in clinic for a post operation wound check. Far r wave over sensing resulted in multiple inappropriate auto mode switch (ams) episodes. The ICD was reprogrammed. The patient is doing well. No further impedance issues were reported.